Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0c507, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) it was reported that he believes he may have dislodged a lead. He thought he had pulled a muscle at first but does not believe that is the issue. His legs have been getting weaker and he believes something may be wrong with the lead. Pt has not had any falls or trauma and had no changes to his activity level. The patient was redirected to their healthcare provider to further address the issue. Patient services emailed the field.